Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer-lok¿ had a difficult to move plunger. The following information was provided by the initial reporter: "when pushing the plunger to readjust the volume after taking the chemotherapy, it gets stuck. "

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history review was performed for the reported lot 2102073 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2103048 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer-lok¿ had a difficult to move plunger. The following information was provided by the initial reporter: "when pushing the plunger to readjust the volume after taking the chemotherapy, it gets stuck".